Event description:
During follow-up on another complaint, the reporter stated that there had been two aborted cases due to the system shutting down and not being able to reboot. One or both patients had subsequent treatment at another facility. Additional follow-up with the surgeon provided limited information on only one patient. He could not remember which patient it was. The surgery was probably treatment for a retinal detachment. He reported that the patient outcome was good.

Manufacturer narrative:
After the initial complaint, the company service representative examined the system and confirmed an issue with the repeat mode. The maximum laser output was below specification. The service representative performed a ktp temperature calibration and tested the laser. The calibrated laser met specifications. This report was mailed to FDA on: 08/07/2009.